Event description:
Trying to remove- tampon, vagina [foreign body in reproductive tract]. Tampons strings detached [device breakage]. Case narrative: consumer reported via phone that the tampon string detached during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Trying to remove- tampon, vagina [foreign body in reproductive tract]. Tampons strings detached [device breakage] . String detached when I went to remove, retained- tampon [complication of device removal]. Case narrative: consumer reported via phone that the tampon string detached during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Trying to remove- tampon, vagina [foreign body in reproductive tract]. Tampons strings detached [device breakage]. String detached when I went to remove, retained- tampon [complication of device removal]. Case narrative: consumer reported via phone that the tampon string detached during removal. No serious injury reported.